Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis was performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed during returned device analysis. The reported marker lumen blockage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an unspecified procedure. Reportedly, after preflushing the proglide with no issue, there was not good blood return through the marker lumen during use. The proglide was removed, reflushed and attempted again with the same result. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.